Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts. The original complaint was unable to be adequately investigated due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.